Manufacturer narrative:
(B)(4). Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from this patient that the communicator was unable to interrogate the device for the past nine months. As troubleshooting was unsuccessful, the patient was referred to the clinic for a follow-up. No adverse patient effects were reported.